Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a lamp overheated. Additional information provided by a company representative indicated the event took place during a vitrectomy and an advisory system message was shown. The procedure was finished with no patient impact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. However, the lamp was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.